Manufacturer narrative:
Insulin pump received with no button response at act and up arrow button due to unlocked connector on lcd board. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated that the insulin pump had button error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.